Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements of greater than 2000 ohms and high pacing threshold measurements. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa) and the issues were reproduced. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.